Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found autofill issue. Fse checked the machine and found bimba cylinder suspicious. So, fse replaced bimba cylinder with new one and found machine working ok. Passed all functional test. There was no patient involvement.

Event description:
It was reported during a routine check, the cs100 intra-aortic balloon pump (iabp) has an auto fill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.